Manufacturer narrative:
No button error alarm noted during testing. The insulin pump had intermittent button response due to moisture damage on keypad trace. The insulin pump had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 118 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.